Event description:
It was reported that the director of the ICU stated that the patient was physically very challenging due to his body shape and multiple medical conditions. He placed the arrow quad cvc line in the left internal jugular using ultrasound, and there were no concerns at the time of insertion. However, approximately 24 hours later, staff advised him that the cvc line was leaking and on examination, the doctor noted that the white hubbed pigtail was leaking midway down the clear tubing, and that a split was noted, and tpn was oozing out. It was reported that the line was performing as it should until then. The catheter was immediately removed, however, it is not known if it was replaced. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. Patient history: achondroplasia, spina bifida and total colectomy.

Manufacturer narrative:
(B)(4). The device was discarded.